Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the procedure was aborted and later completed using another system when the issue occur. The philips field service engineer (fse) inspected the system onsite and confirmed that the screen, monitor and touch pad were off during a case . Upon functional testing the fse found that defective geo pc power supply. Fse replaced geo pc, after replacement of the geo pc, the system was returned to use in good working order.­ the codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the screen, monitor and touch pad turned off during a case. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.